Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 9 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with hematuria and shortness of breath. The patient was started on fluid and heparin infusion. The patient¿s lactate dehydrogenase (ldh) was 1757 u/l. On (B)(6) 2017, the patient¿s ldh was 1287 u/l and the patient continued to experience hematuria. CT angiogram revealed a pump position where the outflow elbow was not at 90 degrees. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and the distal portion of the driveline was not returned. Upon disassembly of the pump, a small thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 10-15 percent of the blood flow path. The thrombus ring was not adhered to the bearing ball, showed no evidence of denaturation, and appeared to be in the early stages of laminated layering, indicating that it had developed acutely. In addition, examination of the proximal-side of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and partially occluding the blood flow path between the stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The areas of denaturation on the thrombus as well as the slight contact marks noted on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient; however, a duration of time for which it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported hematuria and elevated lactate dehydrogenase levels. The report that a cta scan showed that the pump position outflow elbow was not at 90 degrees could not be confirmed as no scans or x-rays of the implanted device were provided by the account. Examination of the outflow elbow and its connection to the pump''s outlet port showed no anomalies. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.